Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received with minor scratches on case, minor scratches on reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer parent reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 200-300 mg/dl. Customer blood glucose reading at the time of the incident was 400 mg/dl. Customer high blood glucose reading started on (B)(6) 2017. Customer treated their high blood glucose with manual injection. Customer had urination and blurry vision. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer infusion set was changed on (B)(6) 2017. Customer did not mention if the cannula was bent. Customer did not mention the insulin pump setting. Customer did not check for air bubbles and leaks. Customer stated high pressure test passed. Customer also reported no delivery alarm after testing high pressure test. Customer stated insulin pump setting was correct. Insulin pump will not be returning for analysis.